Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small amount of body fluid in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported connection issue and high pacing impedances.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was connected to this implantable cardioverter defibrillator (ICD) the rv lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. It was noted the capture was also elevated. The patients rv lead was a non-boston scientific product. When the lead was tested on the pacing system analyzer (psa) the impedances were 300 ohms to 350 ohms. The lead was removed, and the header was flushed. When the lead was reinserted, the impedances were still out of range. Subsequently, the physician elected to not implant this ICD, and the patient will return for an implant on the opposite side. No adverse patient effects were reported.